Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Buried bumper syndrome is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Report indicated that the peg tube can no longer be mobilized and buried bumper syndrome was suspected. On (B)(6) 2018 endoscopy was done. A fistula was reported and the holding plate was not visible. The internal retention plate penetrated through the stomach wall.